Event description:
The consumer sat on the seat of the rollator and went to stand up when the wheel allegedly broke, causing her to fall and hit her head. She allegedly flipped over and ended up on her back, head, and neck. She allegedly blacked out and was taken by ambulance to the ER. The consumer alleges the fall caused a mini stroke, causing her to be in the hospital for three days. The consumer's insurance company allegedly told her the unit was too old and the unit has been replaced.

Manufacturer narrative:
No RMA has been issued for this device. The consumer alleged her insurance company told her that the rollator was too old for use. Invacare provides user instructions part number 1150739 for model 65100 rollite to all consumers to help prevent issues such as wheels breaking causing consumers to fall. The following documentation is taken from the 65100r user manual. It is unknown if the consumer fully read and understands the user instructions. The age of the device is unknown. The insurance company felt the rollite was too old. It is unknown if a healthcare provider was consulted prior to use. The following warnings are provided to the consumer: "warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." "Each individual should always consult with their physician or therapist to determine proper adjustment and usage." It is unknown if the consumer was self propelling at the time of the incident. The following warning is provided. "Do not use the walklite or rollite as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated." The medical condition, stability and medication regimen of the consumer is unknown. It is unknown if the device was properly adjusted. The consumers height is 4'10". The following warning is provided. "A physical/occupational therapist should assist in the height adjustment of the product for maximum support and stability." The height limitations are provided. It appears the consumer was too short for the device. The height adjustments cannot be made for the consumers height with this device. "Rollite models: 65100, 65100r, 68100. Patient height min. / max.: (B)(6). The maintenance history and age of this device are unknown. It is unknown if the consumer follows the proper maintenance procedure. The following wringing is provided along with the care and maintenance list. "Make sure that all hardware is secure, attachments are securely tighten and locked in the open position, and that casters and moving objects are in good working order before using this or any mobility aid." "Care and maintenance verify operation of the brakes and adjust them as necessary. If handgrips are loose, do not use the product. Contact your invacare dealer. Inspect wheels periodically for wear and damage. Replace any broken, damaged or worn items immediately. Periodically inspect the casters and caster stems for tightness and verify that the wheels are free of hair, lint and other debris that could interfere with free wheel operation." The consumers technique using the device is unknown. It is unknown if the consumer was reaching or rocking the device at the time of the incident. The following warnings are provided. "The wheels and glide brakes must be in contact with the floor at all times during use." "The glide brakes are intended to provide additional stability while in the seated position. The glide brakes are not intended to be used for stopping the walklite during ambulation." "Do not rock the walklite or rollite while sitting on the seat." "Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the walklite or rollite and may cause the unit to tip, resulting in injury or damage." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." It is unknown if the consumer overloads the device. The consumer weighs (B)(6). "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." "Do not hang anything from the frame of the walklite or rollite. Items should be placed in the basket." "The basket has a weight limitation of 11 lbs (5 kg). Items placed in the basket should not protrude from the basket as this may cause the product to tip." It is unknown if the device has been exposed to excessive heat or cold. The following warning is provided. "If the walklite or rollite is exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on the walklite or rollite handles - otherwise damage or injury may occur." It is unknown if the device has invacare accessories only. The following warning is provided. "Invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products."